Event description:
It was reported that during procedure closure, black spots appeared after less than three uses and there was no laser output. The procedure was completed with another of same device. The patient was stable, there were no patient complications. The fiber was returned, and analysis identified an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection identified that the reported black spots could not be confirmed. The fiber was received in one piece with no fiber body defects. However, the microscopic inspection found that no light was exiting the connector face indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.